Event description:
The patient experienced sudden cessation of therapy and a loss of therapeutic effect. An open circuit was noted. Impedances were greater than 366000 ohms. There were no issues at device implant 2 year ago. X-rays were planned. A follow-up report will be submitted if additional information becomes available.